Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported on behalf of a healthcare provider (hcp) that a patient was implanted in 2012 and had a revision in 2014. No further complications are anticipated.